Event description:
Rptr alleges the pt had bilateral intracapsular rupture and capsular contracture.

Manufacturer narrative:
Uf/dist missing/corrected info: b5- description of event or problem changed due to f10 code that indicated there was also capsular contracture.